Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of embolization, the catheter tip detached prematurely. It was clarified that the tip came out through the handle with the mirage, and that the physician did not want to take the tip, with the issue occurring as an accident. It was reported that after placing mirage guidewire, when descending the microcatheter apollo tip 5cm held in the mirage, still outside the patient and in the attempt to detach, there was the premature detachment of the tip. The devices were replaced, and procedure was continued. The apollo was not backloaded over the mirage, and introduced in the standard way. The issue occurred prior to use. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. Yes, the catheter was flushed as indicated in the IFU. The guidewire was also hydrated per the IFU.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, 28cm of the distal end of the apollo micro catheter was found separated (cut) and not returned. The reason for not returning the missing catheter segment was not provided. As this issue was not reported by the customer the reason for the catheter separation could not be determined. No damages were found with the apollo hub. No bends or kinks were found with the catheter body. Without returned the rest of the catheter distal segment we were unable to determine the cause of ¿tip premature detachment¿ per the DHR review, the tip detachment tensile value and the detach joint ldpe overlap length were found to be within control limits of historical spc data and specifications. Therefore, manufacturing has been ruled out as a potential cause for the apollo ¿tip premature detachment¿ issue. It is possible the damage to the medtronic guidewire distal tip contributed to the reported resistance subsequently causing the apollo tip to detach. However, the cause for the reported events and damages to the returned devices could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.